Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the t-chuck handle did not function properly anymore. The handpiece detached from the body of the instrument. The two connections of the aiming device are damaged. The notches of the nail did not fit into the two protrusions of the aiming device. No patient consequence or impact during the surgery. This is report 3 of 3 for (B)(4).